Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event and treated with unreported intra-peritoneal antibiotics. The patient was discharged from the hospital five days later. The cause of the peritonitis is unknown. At the time of this report, the patient had recovered from the peritonitis. No additional information is available.